Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Investigation into the alleged failure was not possible since the device was not returned; it was discarded by the user. (B)(4).

Event description:
It was reported that during a cryo ablation procedure, the physician was treating the left superior pulmonary vein (lspv) when st elevation was noticed on the electrocardiogram (EKG). The procedure was stopped and the st elevation was transient and returned to baseline. The sheath continued to be used and the procedure was completed with cryo. It was noted that the physician was concerned that there was an issue with the valve on the sheath that may have allowed the introduction of air into the left atrium. The patient was under general anesthesia and there were no patient complications reported.

Manufacturer narrative:
Product event summary: the data files were returned and analyzed. The data files did not show any system notices on the reported date of event. No product was returned for analysis. Also, this was a clinical issue encountered during the procedure. In conclusion, the adverse event occurred during the procedure and no product was returned for analysis.